Manufacturer narrative:
Additional information was received that there was no malfunction. The event was caused by a user monitoring error. There was no failure of the anesthesia devices' performance or operation. The initial event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit gave an error for co2. There was no report of patient involvement.